Manufacturer narrative:
(B)(4). The product is not available for analysis, additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the right iliac artery, it was reported that the smart flex (6x200 vas 120cm) delivery sheath coat and the inner shaft was out.   When operated in according to IFU, retreated stent end y valve, met large resistance, at the same time the front-end y valve away from the blue outer sheath of stent delivery shaft. The stent had been released about 1/4.then the performer hold the detachment blue outer sheath to retreat. Additional information received indicated that the procedure was completed by treating the vessel with smartflex overlapped an ev3 protégé stent at the arteia iliaca communis.  Treatment was successful.  The product was stored and prepped according to IFU. No found any damage to the product packaging and product upon inspection prior to use. The product did look normal when removed from its packaging.  The device was properly prepped.  The access site location was the left upper brachial artery. There was difficulty accessing the lesion with the guidewire but it was accessed.  The guidewires used were terumo 150cm guidewire, 260cm exchange guidewire and boston 300cm v18.  There were no other anomalies noted when the device was removed from the patient.  The target vessel had 100% stenosis (chronic total occlusion ¿ cto) and calcified.   Pictures have been provided.  Per the picture analysis made by the failure analysis lab, the outer shaft of the device is separated from its outer shaft connector.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the right iliac artery, the smart flex (6 x 200 vas 120cm) delivery sheath coat and the inner shaft was out.   When used in accordance with the IFU (instructions for use), when pulling back the stent end y valve heavy resistance was felt and at the same time the front-end y valve came away from the blue outer sheath of stent delivery shaft. The stent had been released about ¼ (one quarter).then the performer hold the detachment blue outer sheath to retract. The target vessel had 100% stenosis (chronic total occlusion ¿ cto) and calcified. The procedure was completed by treating the vessel with a smart flex which overlapped a non-cordis stent at the common iliac artery.  Treatment was successful.  The product was stored and prepped according to IFU. No damage was found to the product packaging and product upon inspection prior to use. The product did look normal when removed from its packaging.  The device was properly prepped.  The access site location was the left upper brachial artery. There was difficulty accessing the lesion with the guidewire but it was accessed.  There were no other anomalies noted when the device was removed from the patient.  Additional information received indicated that the stent failed to cover the lesion, then the user overlapped a non-cordis stent at the proximal end of the smart flex.  The product was not returned for analysis. Six pictures were provided attached to this case from the user. Per visual analysis of the pictures it was noted that the outer member of the involved smart flex 6x200 vas 120cm stent delivery system was separated from the outer member connector. A device history record (DHR) review of lot 38850 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿outer sheath - separated - in patient¿ was confirmed through analysis of the photographs provided by the user. The exact cause of the event could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristics (calcification and a rate of stenosis of 100%) may have contributed to the event. The reported ¿stent delivery system (sds) - resistance/friction - outer body¿ was not confirmed through analysis of the photographs provided. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.